Event description:
On (B)(6) 2026, fmcrtg became aware this 55-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd related infection. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dosages, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. On (B)(6) 2026, the patient was still complaining of abdominal pain, therefore the nephrologist ordered the removal of the patient¿s pd catheter (not a fmcrtg product) and the placement of a hemodialysis (hd) catheter (not a fmcrtg product). The patient transitioned to hd on (B)(6) 2026 and is tolerating the change of modality well. The patient is recovering from the serious adverse events and remains hospitalized as of (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and drain complications, which required hospitalization, antibiotic therapy, pd catheter (not a fmcrtg product) removal, hd catheter (not a fmcrtg product) placement, and transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.